Event description:
It was reported that during intra-operation testing for a trial procedure, there were invalid impedances on two contacts for the surgical lead, so it was removed. The physician implanted a new lead. Post operation, the new lead impedances and programming were functioning correctly. The removed lead was returned for analysis.

Manufacturer narrative:
Eval results: complaint could not be confirmed; as received, the lead was visually examined under the microscope and no visual anomalies were observed. Lead was tested and passed all functional testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.